Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, during the procedure, the physician went to throw the arcus arm and the suture broke: the bullet needle detached from the suture. The bullet was stuck in the capio device; the suture itself broke. Completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.